Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge did not seem to fit the injector well so a new one was used with no issues. The cartridge had gone in the eye and the plunger got stuck after approximately 1/3 of the lens had been injected. The surgeon was able to retract the lens from the eye. It was noted that there was a delay of five (5) minutes in procedure; however, there was no patient injury reported.